Manufacturer narrative:
Additional information was received that the location of infection was around the pocket site. It was believed that the infection was not device related. It was reported that the infection was cleared and the patient was doing well.

Event description:
A report was received that the patient was seen in the emergency room (ER) for a possible wound infection. The patient was prescribed keflex and bactrim. The patient felt much better.

Event description:
A report was received that the patient was seen in the emergency room (ER) for a possible wound infection. The patient was prescribed keflex and bactrim. The patient felt much better.